Event description:
It was reported that during an unknown procedure, the retaining pin could not go into the hole and the jaw of the device could not close. Further more, several green plastic pieces fell off. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: loading technique. The analysis results showed that the tx60g device arrived in good visual condition and with one reload loaded in the device. The reload was received damaged as the rear cap was detached and missing. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. If the instructions are not follow the reload may became damage. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.